Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: perfusionist g4: 510k: k1300520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot number was found. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a small blood leak are detected at the arterial connection port outlet during the setup of the extracorporeal circuit for the patient's surgery. The issue was identified when the circuit was primed. Since the patient was already connected to the cardiopulmonary bypass (cpb) and there was insufficient time to replace the circuit, the leak was resolved by applying a tegaderm to prevent a high-risk situation. The patient experienced hypotension and airway bleeding, which was the cause of death.